Manufacturer narrative:
The investigation is ongoing, and the results will be reported when available. The manufacturing number is (B)(4).

Event description:
It was reported that a patient developed "vaginal mesh erosion with pain on intercourse and vaginal discomfort.